Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received power error alarms. The customer reported that initially there was a faulty battery cap diagnosed but that did not help resolve the problem and they continued to experience power errors. Currently the insulin pump was no longer functioning or turning on. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.